Event description:
It was reported that the patient was seen in clinic experiencing presyncopal symptoms. The right ventricular lead exhibited noise and oversensing which lead to pacing inhibition; other electrical values were normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.